Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 377479 batch no.: unknown. It was reported the doctor developed a rash after using the product. Per email: dr. (Ortho surgeon) has developed a rash on his hands, when he uses this product. This rash has just started recently.